Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. It was determined the black screen was caused by an internal break in the cable. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the hd 3cmos autoclavable camera head was faulty. There was no picture at all, the screen was black at the beginning of an unknown procedure. The device was plugged in as the case started and was passed off in the sterile field, however, it was not working right away and the procedure was completed using a different camera. There were no reports of patient harm or effect on the surgery associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the cable unit was damaged causing the indicated phenomenon. However, a definitive root cause of how the cable became damaged could not be determined. The following is including in the device instructions for use (IFU) and may help prevent the event: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged." "Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged." "Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged." "Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged." "Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged." "Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.